Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded on the device. The cartridge was noted to have a wedge band bypass, as the right side was 1/2 fired and the left side was fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Additional information on cartridge: results = wedge band bypass; conclusion = wedge band bypass.

Event description:
It was reported that only half of the drivers went up on the proximal and none on the distal half came up creating a partial firing. They used another like device to complete the case with no patient consequence.